Event description:
It was reported that the patient experienced recurring incontinence with a sling device. A surgical procedure was performed in which a new artificial urinary sphincter (aus) was implanted. No further intervention was required following the procedure.